Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and device displayed steadily increasing pacing impedance measurements over a six year period, ultimately reaching greater than 2,500 ohms. Additionally, sudden bradycardia response (sbr) maximum rate achieved was 125bpm, however, the electrogram (egm) displayed a rate of 300bpm through visual inspection. The patient later endured open heart surgery for valve replacement. Following the procedure, ra pacing impedance measurements remained greater than 2,500 ohms, with decreased sensing measurements. Additional information was sought from the local area sales representative, however, at this time additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.